Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the information provided, it is believed that the ap board and dr board broke down and caused the reported event to occur. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial review, the user report was confirmed. The unit failed inspection for not producing an image with the 180 scopes due to a faulty ap and dr patient board set. Additionally, minor cosmetic wear on the housing was noted. The software on the device needs upgraded to the newest version. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during a demonstration of the evis exera iii video system center, the device would not transfer the image onto the display. There was no patient involvement during this event.